Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that a patient using a quattro air mask awoke to find a piece of the mask (elbow valve) had detached and was in his mouth/throat. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The mask was returned to resmed and extensive engineering investigation was performed. A visual inspection confirmed the reported detached piece of mask (elbow valve). The investigation determined that the reported failure was most likely due to the improper maintenance of the mask. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this event. (B)(4).

Event description:
It was reported to resmed (B)(4) that a patient using a quattro air mask awoke to find a piece of the mask (elbow valve) had detached and was in his mouth/throat. There was no patient injury reported as a result of this incident.